Event description:
While treating a heavily calcified lesion with the rotablator system, the burr jumped then stalled and would not spin. The physician was unable to dislodge the burr, therefore, pt was sent to surgery for removal.